Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Angina, thrombosis, and EKG changes are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Since it was reported that an endeavor drug eluting stent (des) was later implanted to treat the thrombosis, it should be noted that the xience v IFU cautions that: when multiple drug-eluting stents are required, use only these stents in order to avoid potential interactions with other drug-eluting or coated stents.

Event description:
It was reported that the procedure took place on (B)(6) 2010. The target lesion was de novo and concentric, in the proximal right coronary artery (rca), with moderate tortuosity, heavy calcification, a 90% stenosis measuring 3.5mm. After pre-dilatation, the 3.0 x 28 mm xience v was implanted at the lesion. Post-dilatation was performed with two non-abbott balloons and the blood flow recovered, so the procedure was completed. On (B)(6) 2010, the patient was experiencing chest pain and the cardiac electrogram had changed, so coronary angiography was performed. Sub acute thrombosis (sat) was confirmed in the implanted xience v stent. It was 99% stenosed. The thrombus was suctioned several times, and the nc mercury was inflated at the lesion. A non-abbott stent was implanted inside the xience v stent and post-dilatation was performed with the same nc mercury balloon. The procedure was completed. The patient is stable. No additional information was provided.